Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the vad coordinator that patient was unable to connect battery to controller power port on the data port side. The "pins appeared to be bent on controller power connection". Patient was in the hospital in the ICU, and vad coordinator noted difficulty connecting battery or ac power to the effected port. Pump parameters were displayed. Patient was in a dry environment and controller did not get wet. There was nothing suspected of causing static electricity. Controller was exchanged. No consequences to the patient. No additional information provided.

Manufacturer narrative:
Controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via visual inspection. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due a bent pin in ps1. Heartware has issued an fsca and opened an internal investigation to evaluate the controller power supply port connection pins. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.